Event description:
It was reported that this right atrial (ra) and right ventricular (rv) leads were discovered to exhibit loss of capture (loc). A lead revision procedure was performed, and both the ra and rv leads were explanted and successfully replaced with new leads. No additional adverse patient effects were reported at this time.

Event description:
It was reported that this right atrial (ra) and right ventricular (rv) leads were discovered to exhibit loss of capture (loc). A lead revision procedure was performed, and both the ra and rv leads were explanted and successfully replaced with new leads. No additional adverse patient effects were reported at this time. Subsequent additional information was received from the field representative that reported that pacing system analyzer (psa) lead testing was done on the ra and rv leads was able to confirm the loss of capture (loc). Xray and fluoroscopy imaging were also performed during the lead replacement procedure, however, the physician was unable to observe any visible lead damage on either of the leads. No additional adverse patient effects were reported. The ra and rv leads were retained by the hospital.